Event description:
During procedure the introducer touhy popped off when using the power injector, 200 cc blood loss. This was in the left groin, using a lower setting of 600 (vs 850 to 1200). A new introducer was given and worked without incident.